Event description:
It was reported that the patient has had pain since undergoing implant surgery. Patient has been complaining of sharp pain on the outside of his knee.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown left triathlon knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.